Event description:
It was reported by the rep the device was used during a laparoscopic cholectstectomy. It was reported the silastic ring in working (epigastric) 511sd dislodged into the pt's abdomen. The ring retrieved without incident. The procedure was finished with the original trocar. There was no consequence to the pt.